Manufacturer narrative:
The customer reported that the autopulse platform (serial #(B)(6)) displayed user advisory "(ua)17" (max motor on time exceeded during active operation) error message, and followed by "ua 02" (compression tracking error) message" was confirmed during the archive data review. The ua17 error was reproduced during further functional testing but not ua02. The root cause for the reported ua17 was the drive train motor failure, likely due to a defective component. During visual inspection, the front enclosure has a crack in the front-end area, unrelated to the reported complaint. The observed crack on the front enclosure was likely attributed to user mishandling. The front enclosure was replaced to address the observed physical damage. The archive data shows multiple occurrences of multiple ua02 and ua17 error messages recorded around the reported event date, thus confirming the reported complaint. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The platform passed the initial functional testing without any fault or error. However, during further functional testing, the platform displayed ua17, thus confirming the reported complaint. The drive train motor brake gap was inspected and verified to be within the specification of (0.008" ±0. 001"). A load cell characterization test was performed and confirmed that both cell modules function within the specification. The root cause for the reported ua17 was the drive train motor failure, likely due to a defective component. The drive train motor was replaced to address the ua17 error message. The ua02 error was not replicated. Following service, the autopulse platform passed the final run-in test and the final test without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there no previous history of complaint reported for autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (serial #(B)(6)) displayed user advisory "(ua) 17" (max motor on time exceeded during active operation) error message, and followed by "ua 02" (compression tracking error) message. No patient involvement.